Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had a burn mark that turned red and blistered and left little scars after receiving an appropriate treatment event. The patient received 1 appropriate treatments during vf. The treatment event successfully converted the patient's arrhythmia to a life-sustaining rhythm of sinus rhythm at 70 bpm. There is no indication of a device malfunction.